Manufacturer narrative:
(B)(4). H6 medical device problem code: 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.

Event description:
It was reported that a skin reaction occurred when she inserted her first g6 sensor back on (B)(6) 2023 (approximate). The sensor was inserted into the abdomen. On the date of event, the patient developed itching sensation, a rash, and redness extending beyond the patch perimeter. On an unspecified date, the patient consulted her physician regarding the issue and was prescribed an unspecified oral medication and topical cream. The medications did not help alleviate the skin reaction symptoms, and she was referred to a dermatologist. On an unspecified date, the dermatologist diagnose the patient with eczema which is a known hypersensitivity skin condition that makes a patient more susceptible to developing a skin reaction. The patient was prescribed two topical steroid medications for the skin condition (betamethasone and clobetasol cream, unspecified dosage). At the time of report the patient still had itching sensation in the area. No additional event or patient information is available.

Manufacturer narrative:
Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration). H6: medical device problem code - correction to remove 3191.

Event description:
It was reported that a skin reaction occurred when she inserted her first g6 sensor back on (B)(6) 2023 (approximate). The sensor was inserted into the abdomen. On the date of event, the patient developed itching sensation, a rash, and redness extending beyond the patch perimeter. On an unspecified date, the patient consulted her physician regarding the issue and was prescribed an unspecified oral medication and topical cream. The medications did not help alleviate the skin reaction symptoms, and she was referred to a dermatologist. On an unspecified date, the dermatologist diagnose the patient with eczema which is a known hypersensitivity skin condition that makes a patient more susceptible to developing a skin reaction. The patient was prescribed two topical steroid medications for the skin condition (betamethasone and clobetasol cream, unspecified dosage). At the time of report the patient still had itching sensation in the area. No product or data was provided for investigation. Problem could not be confirmed, and probable cause cannot be determined. No additional event or patient information is available.